Manufacturer narrative:
(B)(4)

Event description:
It was reported that low rv sensing was observed on the lead. Patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016 during routine generator change out. Patient was stable before, during and after the procedure.